Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was variable. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing associated with the right ventricular lead. 1- lead failure predictor high rate-ns = 212 ms average v-cycle on (B)(6) 2012. 1 - patient alert for lead failure predictor on (B)(6) 2013. Weekly pace lead trend data shows varying impedance for max ventricular pace bi impedance= 399 to 1235 ohms range between (B)(6) 2012 and (B)(6) 2013. No relevant changes to afcs based on newly submitted s2d file.

Event description:
It was reported that right ventricular (rv) lead had raised thresholds and now measured at a high threshold value. The impedance has been unstable and oversensing of high short interval counts (sic) was noted. The sensitivity was reprogrammed and the lead remains in use with continued closer follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. The save to disk primary finding noted the impedance trend on the right ventricular (rv) pacing lead was variable. Weekly pace lead trend data shows varying impedance for max ventricular pace bi impedance= 399 to 1235 ohms range between (B)(6) 2012 and (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. One - patient alert for lead failure predictor on (B)(6) 2013. Analysis of the device memory indicated oversensing associated with the right ventricular lead. One- lead failure predictor (lfp) high rate-ns = 212 ms average v-cycle on (B)(6) 2012. (B)(4).